Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. The technician replaced the main board. The unit was ran for 2 hours maxed out and ran performance check multiple times no issue found. The ventilator was within the specification and ready for used. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault the customer confirmed that there was no patient involvement associated with the reported event.